Manufacturer narrative:
Product evaluation: the visao handpiece was received in service and repair. Pre-repair temperature testing was performed. After running the device for 1 minute at 80000 rpm the temperatures were as follows: rear ¿ 97 f, middle ¿ 114 f, and, nose ¿ 148 f. It was found that the cable was kinked, the motor was running rough and the nose cone and nose bearings were worn.

Event description:
The facility has reported that "the handpiece gets extremely hot and it makes a strange sound, when running." There was no patient impact.